Manufacturer narrative:
The instrument has been investigated. The field svc engineer (fse) evaluated the instrument, and cleaned collect sleeve. Replaced tip clamp. The instrument tested without further problem, and was returned to expected operation.